Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue 'failed downstream occlusion' could not be reproduced during evaluation. The reported condition was not verified. Evaluation found the device passed the downstream occlusion testing. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of 'over infused'. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion with 24.7 pounds per square inch (psi) and experienced over infused. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.